Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. B3: event year only reported: 2025. D4 batch #: unknown. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: retrospective cohort study of patients undergoing otorhinolaryngologic (ent) procedures using harmonic shafted shears. ICD-10-cm diagnosis code: transient laryngeal nerve injury an ICD-10-cm diagnosis code of recurrent laryngeal nerve injury within 30 days post-index procedure inclusive of index (i.e., between days 0 to 30) harmonic¿ 1100 shears or harmonic® hd 1000i shears: thyroidectomya: 7 parathyroidectomya: 1 neck dissectiona: 4 other harmonic shafted shears (harmonic¿ 700 shears, harmonic ace¿ +7 shears with advanced hemostasis, and harmonic ace+ shears with adaptive tissue technology): thyroidectomya: 11 parathyroidectomya: 2 neck dissectiona: 8 ICD-10-cm diagnosis code: hypocalcemia an ICD-10-cm diagnosis code of hypocalcemia within 30 days post-index procedure inclusive of index (i.e., between days 0 to 30) harmonic¿ 1100 shears or harmonic® hd 1000i shears: thyroidectomya: 22 parathyroidectomya: 2 neck dissectiona: 6 other harmonic shafted shears (harmonic¿ 700 shears, harmonic ace¿ +7 shears with advanced hemostasis, and harmonic ace+ shears with adaptive tissue technology): thyroidectomya: 63 parathyroidectomya: 25 neck dissectiona: 20 cpt, hcpcs, or ICD-10-pcs procedure codes and icd10-cm diagnosis code: major bleeding a cpt, hcpcs, or ICD-10-pcs procedure code of blood transfusion and an ICD-10-cm diagnosis code of bleeding within 30 days post-index procedure inclusive of index (i.e., between days 0 to 30) harmonic¿ 1100 shears or harmonic® hd 1000i shears: thyroidectomya: 0 parathyroidectomya: 0 neck dissectiona: 0 other harmonic shafted shears (harmonic¿ 700 shears, harmonic ace¿ +7 shears with advanced hemostasis, and harmonic ace+ shears with adaptive tissue technology): thyroidectomya: 2 parathyroidectomya: 0 neck dissectiona: 2 ICD-10-cm diagnosis code: non-major bleeding an ICD-10-cm diagnosis code of bleeding within 30 days post-index procedure inclusive of index (i.e., between days 0 to 30) harmonic¿ 1100 shears or harmonic® hd 1000i shears: thyroidectomya: 5 parathyroidectomya: 0 neck dissectiona: 4 other harmonic shafted shears (harmonic¿ 700 shears, harmonic ace¿ +7 shears with advanced hemostasis, and harmonic ace+ shears with adaptive tissue technology): thyroidectomya: 31 parathyroidectomya: 5 neck dissectiona: 40 ICD-10-cm diagnosis code: sepsis an ICD-10-cm diagnosis code of sepsis within 30 days post-index procedure inclusive of index (i.e., between days 0 to 30) harmonic¿ 1100 shears or harmonic® hd 1000i shears: thyroidectomya: 1 parathyroidectomya: 0 neck dissectiona: 1 other harmonic shafted shears (harmonic¿ 700 shears, harmonic ace¿ +7 shears with advanced hemostasis, and harmonic ace+ shears with adaptive tissue technology): thyroidectomya: 13 parathyroidectomya: 3 neck dissectiona: 10 ICD-10-cm diagnosis code: surgical site infection an ICD-10-cm diagnosis code of surgical site infection within 30 days post-index procedure inclusive of index (i.e., between days 0 to 30) harmonic¿ 1100 shears or harmonic® hd 1000i shears: thyroidectomya: 3 parathyroidectomya: 0 neck dissectiona: 2 other harmonic shafted shears (harmonic¿ 700 shears, harmonic ace¿ +7 shears with advanced hemostasis, and harmonic ace+ shears with adaptive tissue technology): thyroidectomya: 6 parathyroidectomya: 2 neck dissectiona: 16.